Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of clinical benefit with device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2016 due to extrusion of the receiver-stimulator. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.